Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital that as the pt stepped out of his car, the percutaneous lead got hooked behind the door knob and the pt closed the door and accidentally pulled the percutaneous lead with great force. The pump showed a red heart alarm. When the pt went to the hospital, the system controller log file was reviewed and revealed that the pump had stopped. The hospital discussed various options including device replacement and four days later a decision was made to explant the device as scheduled for pt recovery.

Manufacturer narrative:
The pt remains stable and in observation for recovery. The manufacturer is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.